Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to device migration. The migration was confirmed thru x-ray imaging. The patient underwent an ipg explant procedure, was doing well postoperatively and the explanted device was disposed by the facility.